Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported that the package contains one extra neuro pattie and the extra pattie does not have a string attached.